Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer was hospitalized due to diabetes ketoacidosis and high blood glucose. Customer did treat high blood glucose with a manual injection of insulin. Troubleshooting was performed per dept operating instructions. No further info was provided.